Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board due to wear and tear. The autopulse platform was manufactured in january 2005, and it is over 16 years old, well beyond its expected service life of 5 years. The reported complaint of "bottom covers were cracked" was confirmed during a visual inspection of the returned platform. Multiple cracks were observed at the screw well and screw boss areas of the front and bottom enclosures. Unrelated to the reported complaint, similar cracks were observed on the top cover, and both patient head restraint brackets were noticed to be cracked as well. In addition, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. All the observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. The damaged enclosures and top cover will be replaced to address the issues. During archive data review, latch error 136 (internal parameter corrupted) was observed; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. In addition, during the power-on self-test, it was noted that parameters in backup memory (non-volatile ram) had been corrupted. The root cause was the defective processor board, which will be replaced to remedy the faults. Further functional testing revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, as a result of wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. In addition, it was reported that the bottom covers were cracked. No patient involvement.